Event description:
It was reported by the customer after the physician placed the marker into the biopsy site, the tip was sheared off into the patient's breast. There was no reported difficulty with alignment or deployment during use. The tech in the case advised the probe and marker were removed together after deployment. The biopsy results were negative and the patient requested to have the tip removed. The tip removal was performed on (B)(6) 2013. Patient is doing fine at this time.

Manufacturer narrative:
(B)(4). A biocompatibility letter was sent to the account, as requested. Investigation summary: the device was discarded and not returned for eval; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction number 10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.